Event description:
Surgeon was suturing tracheostomy in place with covidien 0 sofsilk gs-834. The tip of the needle broke off on the needle driver and then was taken off the field, the needle and the broken tip was removed from the field and confirmed by surgeon that the surgical site was clear. Not retained in pt. FDA safety report ID# (B)(4).